Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient developed basal cell carcinoma related to a CPAP device's sound abatement foam. The patient required surgery in response to the reported event. This event is assessed as serious but not related to the device. The device was returned to the manufacturer's product investigation lab for evaluation. The external aspect of the device was inspected. The manufacturer visually observed very little contamination on the outside of the device. Air inlet port had some dirt/debris and it was visible from outside. The internal aspect of the device was inspected and the manufactured observed evidence of sound abatement foam degradation and breakdown in the blower box, on the inside surface of the blower upper cap, and in the blower box. A black, tar-like substance consistent with degraded sound abatement foam was also found on and in the blower assembly. The manufacturer also observed the tar-like substance formed a textured surface in the upper blower assembly, that appears similar to pitting, but no pitting was found in the blower assembly material. The manufacturer powered on the device using a known good power supply and ac power cord which showed the base unit provided airflow. A high-pitched whining noise was observed when therapy was initiated and the manufacturer also observed three instances of errors (e-20 err_motor_spinup_flux_low ). The manufacturer confirmed evidence of sound abatement foam degradation in the device.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop basal cell carcinoma. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.